Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time of device implant the lead end would not fully enter the stimulator channel after multiple attempts. A different stimulator was implanted which worked fine. The patient outcome was noted as "good."